Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of check vent error 1134 (blower stalled) by operational check. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 25jul2019. The manufacturer¿s international service technician reported that the phenomenon was not duplicated but a blower stall alarm occurred. The manufacturer¿s international service technician replaced the motor controller pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 09 sep 2019. Date of report: 10 sep 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the motor controller (mc) board failure was caused by a shorted gate driver lm5107 u17. Replacement of the u17 corrected the failure with this mc board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.